Manufacturer narrative:
Correction the photographs reviewed as part of our product investigation, were not linked to this event and were inadvertently attached to this complaint file. The photographs actually relate to an event with the same customer, which took place on a separate event date and was captured under complaint file (B)(4). A report was submitted under report number 3012236936-2025-0003065. Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 17-feb-2026 section h3 - device evaluated by manufacturer? Yes device evaluation: 1 opened healon pro of the reported lot number was received within original product box. The complaint sample consisted of an activated syringe, with approximately 0.05 ml of remaining expellable healon pro solution and a cannula with a cannula guard. The assembled syringe was placed into the product box. The customer's report of a material find observed during surgery was not confirmed by the evaluation of the complaint sample. As the customer's narrative could not be confirmed by the evaluation of the complaint sample, no product defect or non-conformity has been confirmed. A probable cause for the issue has not been determined. Based upon the visual and stereomicroscopic inspection of the returned complaint product, there is no indication of the presence of fiber(s) in the remaining healon solution nor on or in the syringe components. Therefore, the complaint / customer¿s narrative has not been confirmed by this evaluation and no product defect has been observed. In-process manufacturing controls and final product controls also ensure that the healon pro products are clear and free from the type of material finds indicated in this complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. This issue will be further investigated. Should any new relevant finding be available a supplemental report will be submitted all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes device evaluation: analysis of the photographs provided by the customer revealed a black thread or fiber on the patient's eye. The reported issue was confirmed through photograph evaluation. The product was not returned; therefore, no further testing could be performed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that three (3) additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 - age/date of birth: the exact date of birth is unknown, but the year 1991 was provided. Section a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a thread was observed coming from a healon pro device when applying the product into the patient's eye. The surgeon flushed the thread out of the patient's eye during the surgery without complications. The patient¿s status was reported as good with no further check-ups planned. Through follow up, we learned that there was no material available for further investigation. No further information was provided.